Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, first handled jammed up after unloading the first stapler and could not be used again. Second handle fired once with no issues and then could not be used again. No reported patient outcome.